Event description:
It was reported that uploaded information in carelink showed that insulin pump was rewound when insulin pump was not actually rewound. During troubleshooting, carelink did not show any recent uploads. Assistance was provided in uploading. After troubleshooting, information showed to match. It was advised that insulin pump would be replaced as a courtesy. Customer was not available with caller in order to verify if insulin pump was being rewound by customer. No further information provided.

Manufacturer narrative:
Pump passed displacement test and rewind, basic occlusion test. Unit was monitored and functioning properly. No rewind anomaly noted. Pump received with minor scratched display window. Unit received cracked case at display window corner. Pump received with cracked reservoir tube lip. Unit received with cracked lcd window.